Manufacturer narrative:
B3: date of event is unknown. No information has been provided to date. D4: expiration date and h4: manufacture date are unknown, no lot number has been provided. One device was received for investigation. Although no damage or anomalies were observed, during visual inspection. The reported issue was confirmed. During the functional testing, when the device cuff would not maintain pressure. The investigation traced the issue to a tear in the cuff. Due to fact that cuff leak was not observed prior use, it is the most probable that reported failure occurred during tracheostomy procedure or during use, due to contact with a sharp edge. No product lot number was provided. Therefore, no review of manufacturing device history records could be conducted. Based on the available information, the investigation attributed the issue to user interface. No actions have been assigned at this time.

Event description:
It was reported, that during the use of the product. Leakage of air from the cuff was observed. No injury reported. No adverse patient effects were reported by the customer. It was reported, no additional information is available.